Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance. It was noted that the patient was 81 percent paced over the last year, but has since become pacemaker dependent with no escape rhythm. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.